Event description:
Placement of right subclavian vein central line groshong catheter for IV access. After installation catheter malfunctioned and would not flush or aspirate. Catheter was replaced with no other problems.